Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient was unhappy with the vision, and the intraocular lens was explanted due to the system suggesting incorrect readings, which resulted in the selection of an incorrect lens power in the left eye during refractive surgery. Additional related information was requested has been reported.